Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was broken and therefore pixelshift was incorrect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the fiber bonding in the outer tube area at the distal end was damaged, the charged coupled device unit was broken and pixelshift was incorrect. There was no patient involvement.